Manufacturer narrative:
Initial reporter/healthcare provider (hcp) information is not provided due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that in a thrombectomy procedure for treatment of a cerebral infarction in the distal m1, a solitaire stent retriever was initially used. The patient vessel tortuosity was severe and there was calcification of the vessel. It was reported that there was significant resistance delivering the solitaire in the concomitant microcatheter and the microcatheter slipped out of place during deployment attempts which made it difficult to treat the occlusion site. Therefore, the solitaire was replaced with another manufacturer's device (embotrap) which was used for three passes and then became stuck. The procedure was ended with the entire system, including the non-medtronic stent retriever, remaining in the patient's body. It was reported on (B)(6) 2023 that the patient had died. It was additionally noted that the patient was elderly.